Manufacturer narrative:
The operator observed a leak on the floor and attempted to reconnect the tubing into the empty isoton bottle, which is used as a waste container, in the middle of a cycle. Waste sprayed into the operator's eyes and mouth and he immediately washed his face with water. The customer was not wearing eye protection. Per lh750 operator's guide, pn4277249, rev de beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The operator received all required baseline testing (hiv, hepatitis) and a hepatitis b vaccine as routine intervention for biohazard exposure at the time of the reported event. The physician advised to repeat the test in 6 and 12 months. A field service engineer (fse) went on site and confirmed the waste tubing was not connected properly onto the fitting. He replaced the waste tubing and the instrument ran without any leaks. The repairs were verified per established service procedures. Labeling associated with this issue: pn 4277250de, coulter lh 750 system, special procedures and troubleshooting, when replacing the waste pickup tubing the first step is powering off the instrument. The contents of the old waste container and its associated tubing can include residual biological material and must be handled with care. Check the tubing connection and container location periodically. Avoid skin contact and clean up spills immediately. Dispose of the contents of the waste container in accordance with your local regulations and acceptable laboratory procedures. (B)(4).

Event description:
The customer reported the waste tubing was not connected properly to the waste cubitainer of the coulter lh 750 hematology analyzer and waste sprayed into his face, including his eyes and mouth. The volume of the leak was not specified and the leak was not contained within the instrument.